Manufacturer narrative:
Analysis of the catheter found coring/tears/cuts in seal of the sc connector and meets leak criteria per (B)(4).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8578, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2002, product type catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was provided by a healthcare provider via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver morphine 12.5mg/ml at 5 mg/day, indicated for non-malignant pain and failed back surgery syndrome. It was reported that during a routine pump replacement due to elective replacement indicator (eri), a leak was discovered at the connection of the catheter and the pump. It was unknown when the event occurred. It was stated that aspiration and a dye study were performed during the routine replacement of the pump due to battery/eri to ensure that the catheter placement and patency. It was reported that when the healthcare provider was checking the flow of the catheter through the side access port, as he pushed dye through, there was fluid coming out of the side of the 8578 at the connection. The catheter was replaced along with the pump, and the issue was considered resolved at the time of the report. No patient symptoms were reported, and the patient¿s status was said to be alive-no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.